Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is meant by "the blood had been caught off by mcm30?" Vessel is cut off by mcm30 did the device jaws get stuck on tissue? Yes. If the device jaws got stuck on tissue, please describe how was the device was removed from tissue? Immediately treated with sponge and sutured blood vessels was user ever able to open the device jaws during the procedure? No. What is meant by the clip didn't work properly? Clips are unable to be fired. Was the clip dropped or ejected? Dropped. Was the clip fired unformed? No. Was the clip malformed? No. Was the clip scissored? Yes.

Event description:
It was reported that during a plastic surgery procedure, the blood had been caught off by device. In addition, the clip didn't work properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.